Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer reseated the necessary cables to ensure proper connectivity. Then verified the inventory, and it tested ok, confirming that the system was operating as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, that tower #2 door #2 was unable to open and required maintenance. Reportedly the station was also showing offline on the remote support services. The customer reported issue occurred during issuing medication to the patient, however there was no delay as the customer reported being able to remove and issue the medication during the alleged malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, that tower #2 door #2 was unable to open and required maintenance. Reportedly the station was also showing offline on the remote support services. The customer reported issue occurred during issuing medication to the patient, however there was no delay as the customer reported being able to remove and issue the medication during the alleged malfunction. There were no adverse events or injuries reported based on this event.